Event description:
The customer reported a smell from the operator's console ups (uninterruptable power supply). The philips field service engineer (fse) confirmed there was no injury to pt, operator or bystander with this issue. There was no report of smoke or fire. The fse confirmed, determined that there was one battery that was warm, and appeared to have fluid coming from it. The fse removed the ups and a new ups was installed.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).